Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed the pump supplies multiple times. Pump system check with tandem technical support could not identify source of occlusion; customer thought it may have been due to wearing multiple layers of clothes and the air temperature was cold. Customer also reported insulin gauge was inaccurate. Customer changed pump supplies to resolve the issues. Customer's blood glucose was 235 mg/dl.